Event description:
Pt with history of severe adhesion attached to uterus, tube, bladder and bowel. Pt had surgery in 2002 to remove adhesions and damaged tubes. Intergel was used to prevent adhesions. Intergel now off the market. Pt now has entreme pain (6 month post-op) which is worse than before surgery. Pain so severe that the pt vomits and is unable to keep pain medication down. An ultrasound confirms more new adhesions. Pt frustrated due to lack of satisfactory intervention.